Manufacturer narrative:
The customer's quality control (qc) was within range on the date of the issue however, when compared to the alternate instrument (s/n: (B)(4)), it was bias high. The siemens customer care specialist (ccc) stated the customer had changed the integrated multi- sensor technology (imt) and ran precision between both vistas with patient and qc samples, which resulted within specifications. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a power flush of the imt and a leak test. The cse ran dilution check and performed qc, resulting acceptable. The cse followed up the next day to verify that the electrolytes were running properly and no errors were found. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.